Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. Additionally, the reported mitral stenosis is listed in the instructions for use (IFU) as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the pre-procedure mean pressure gradient was 4mmhg. An ntr clip was implanted, reducing mr to a grade of 2. However, after the clip was deployed, the mean pressure gradient increased to 7mmhg. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.